Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the device failed to synchronize with the server. A technical support specialist (tss) dialed into station and station was synchronized. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device failed to synchronize with the server, and a manual synchronized attempt resulted in an error indicating that the device was already assigned to a different computer. However, there were no delay to patient care and adverse events or injuries reported based on this incident.